Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional armada device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the anterior tibial artery. Two balloons (3x120mm armada 14 and 3x150mm armada 18) were used and both ruptured when they were inflated once at 14 atmospheres. Another smaller sized balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.